Event description:
It was reported that the biomed had the arctic sun device with an alarm 61. Per review of wo notes, gave part number and price for new processor circuit board. Per sample evaluation results on 30oct2025, the neutral connection between the ac main voltage circuit card and the power inlet module was blackened and melted. Tank seals were torn.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided" the device was evaluated upon receipt. The neutral connection between the ac main voltage circuit card and the power inlet module is blackened and melted. Replaced the power inlet module and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. CAPA #1405844 has been opened for this failure. Refer to the CAPA for further action. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an alarm 61. Per review of wo notes, gave part number and price for new processor circuit board. Per sample evaluation results on 30oct2025, the neutral connection between the ac main voltage circuit card and the power inlet module was blackened and melted. Tank seals were torn.